Event description:
It was reported to fresenius via a customer survey that a patient previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) had been diagnosed with an unknown infection. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room (ER) with abdominal pain on (B)(6) 2021. The patient was admitted and diagnosed with fungal peritonitis (organism not provided). The patient was treated with intravenous (IV) antifungals; however, the drugs, dosages, frequency, and durations are unknown. Due to the severity of the infection, the patient¿s pd catheter (not a fresenius product) was surgically removed, and a tunneled hemodialysis (hd) catheter was surgically placed. The patient underwent several hd treatments while hospitalized and was discharged in stable condition. The patient has recovered from the events and tolerated outpatient hd therapy without issue. The pdrn reported the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Causality was attributed to a touch contamination event; however, no specifics were provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the fmc cassette and the adverse events of fungal peritonitis (characterized by abdominal pain), which warranted hospitalization, antibiotic therapy, pd catheter removal (not a fresenius product), hd catheter (not a fresenius product) placement, and the transition of modalities to hd for rrt. Causality was attributed to a touch contamination event; however, specifics could not be provided. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Fungal peritonitis is a critical complication of pd therapy, and frequently requires the removal of the pd catheter. Based on the information available, the fmc cassette can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency, defect or malfunction caused or contributed to the patient¿s serious adverse events. Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Event description:
It was reported to fresenius via a customer survey that a patient previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) had been diagnosed with an unknown infection. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room (ER) with abdominal pain on (B)(6) 2021. The patient was admitted and diagnosed with fungal peritonitis (organism not provided). The patient was treated with intravenous (IV) antifungals; however, the drugs, dosages, frequency, and durations are unknown. Due to the severity of the infection, the patient¿s pd catheter (not a fresenius product) was surgically removed, and a tunneled hemodialysis (hd) catheter was surgically placed. The patient underwent several hd treatments while hospitalized and was discharged in stable condition. The patient has recovered from the events and tolerated outpatient hd therapy without issue. The pdrn reported the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). Causality was attributed to a touch contamination event; however, no specifics were provided.